Event description:
It was reported that the left ventricular lead exhibited loss of capture and had dislodged into the coronary sinus. The lead was capped during routine device change out procedure. The patient was in normal condition following the procedure.